Manufacturer narrative:
Aisys cs2 anesthesia devices and upgraded aisys anesthesia devices deliver a momentary, self-correcting increase of the anesthetic agent, affecting the inhaled and exhaled concentrations for a short time, upon either of the following setting changes: a fresh gas setting change from 95%-25% oxygen to only air (21% oxygen). Any total flow setting change while using 21% oxygen (air only). Delivery of this momentary bolus of anesthetic agent is potentially hazardous because it could lead to hypotension in certain vulnerable pediatric patients when 21% oxygen (air only) is used. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on (B)(6)2015. The gehc internal field modification number is (B)(4). The customer contact reported that there is no patient information available.

Event description:
The hospital reported that there was a momentary increase in agent output. There was no reported patient injury.